Event description:
Following a catheterization procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, the pt was noted to have symptoms related to a retroperitoneal bleed (length of time from time of device deployment is unk. The pt was transfused; no other intervention was necessary, and the pt was discharged from the hosp without any further problems.